Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred.the lesion to be dilated was 95% stenosed and located in the moderately tortuous, left posterior tibial artery. The 2x20mm sterling es balloon was inflated twice to 10atm. On the third inflation to 12atm the balloon ruptured. The procedure was completed with another device. There were no reported patient complications and the patient's status was good.